Manufacturer narrative:
E: (B)(6) hospital. (B)(6). Reporter phone # (B)(6). Reporting institution phone # (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there was a low tidal volume alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. An alarm sounded and a nurse went to investigate. The nurse found that the ventilator was producing a low tidal volume alarm. A different ventilator was swapped for the alarming v60 to continue treatment. This investigation is ongoing.